Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal arteriotomy locator and hemostatic valve portion would not click together and would come apart when advancing over the wire into patients' soft tissue. There was no patient injury or medical intervention required. The estimated blood loss was less than 250cc. The patient was stable and recovering and the deployment was successful. Additional information was received on 14jul2023: a 6fr procedural sheath was used during the percutaneous coronary intervention (pci). The access went smoothly and there was a pre-deployment angiogram performed which showed it was in an appropriate spot to deploy. Other than the reported issue there were no other difficulties encountered. Hemostasis was achieved by deployment of the angio-seal device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).